Manufacturer narrative:
Other, other text: one stop-cock was received for evaluation in relation to the reported event. Functional and visual inspection determined that the reported leaking was coming from the b port where the protector is located that is used for shipping and protection purposes. It appears as though the customer was attempting to use this protector as a dead end to close off this port. These protectors are not intended for use and do not seal the port. The reported event was confirmed and replicated, and the root cause was determined to be the customer utilizing a protector as a plug instead of the appropriate plug intended for this use. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the stopcock leaks fluid that passed through it. There was no patient injury reported.

Manufacturer narrative:
One stop-cock was received for evaluation in relation to the reported event. Functional and visual inspection determined that the reported leaking was coming from the b port where the protector is located that is used for shipping and protection purposes. It appears as though the customer was attempting to use this protector as a dead end to close off this port. These protectors are not intended for use and do not seal the port. The reported event was confirmed and replicated, and the root cause was determined to be the customer utilizing a protector as a plug instead of the appropriate plug intended for this use. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Manufacturer narrative:
Other, other text: corrected data: b1, corrected data: corrected data: b1 - product problem.